Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: when the surgeon was suturing the vaginal cuff, part of the needle broke off in it. The product will not be returned because it was not saved.